Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again" message with the freestyle libre 2 sensor, and was therefore unable to obtain scan readings during this time. The customer subsequently experienced a loss of consciousness, and required treatment of unspecified injection by paramedics. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "scan again" message with the freestyle libre 2 sensor, and was therefore unable to obtain scan readings during this time. The customer subsequently experienced a loss of consciousness, and required treatment of unspecified injection by paramedics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Reprogrammed sensor back to sensor state 1. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.